Event description:
Driver tip twisted and/or broke while used with torque handle. Complainant said this had occurred two other times over the previous nine-month period; therefore, mdrs 3005031160-2012-00007 and 3005031160-2012-00008 were also filed.

Manufacturer narrative:
Only two drivers were returned to the manufacturer. These drivers were associated with the most recent event (3005031160-2012-00006). Driver lot numbers are not known for the previous two events. See also mdrs 3005031160-2012-00007 and 3005031160-2012-00008. Initial report sent 05/16/2013. (B)(4).